Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs ipg on (B)(6) 2008. It was reported that the pt's charger no longer locates her ipg. The pt has stimulation. The ipg is not shallow or deep, and the pt has not lost or gained weight. She tried adding and subtracting space and repositioning the antenna to no avail. The programmer works as intended and the ipg has a low charge. The pt was sent a new charger to resolve the issue. Attempts to gather add'l info have been unsuccessful. No further info is available at this time.